Manufacturer narrative:
(B)(4). Attempts to obtain additional information were made and at this time, no further information has been made available to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. The patient was evaluated in the emergency room and there was no pacing and no defibrillation observed to be provided by the crt-d. It was alleged that the patient experienced rhythm acceleration. The patient received external defibrillation and was stabilized. The patient is currently in the intensive care unit and further evaluation into device functionality is planned to be performed. Subsequent information indicates that the right ventricular (rv) lead likely wasn't fully connected to the device since the changeout procedure as there is a lot of noise on the rv channel which has lead to inhibition of pacing. The physician has been contacted with the findings and will determine how to proceed forward.

Manufacturer narrative:
(B)(4). Additional details are expected, this report will be updated upon receipt of additional information.